Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl and diabetic ketoacidosis. Cause was not known. Correction bolus was delivered and a manual injection was administered to address bg. Customer was hospitalized and treated with manual injections and insulin drip. Customer was released from the hospital on (B)(6) 2019. It was unknown if the customer sustained any permanent damage as the customer declined to provide additional information regarding the event.